Event description:
On (B)(6) 2012, the pt reported that the up and down buttons on her infusion device were not functioning. She has been using her back-up infusion device and inquired how long it will run. The pt was advised that the back-up infusion device is good for 180 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.